Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that in the past, the patient had an experience of being woken up in the middle of the night feeling a sharp pain where the ins was placed. They explained they kept trying to get an appointment with the doctor "pain did it and then they tried and whole thing was off so [had] not revisited anything about the device until now". It was later clarified with the patient they were unable to see the doctor and the sharp pain diminished and resolved on its own. However, they did not clarify what they meant by "whole thing was off," but it was understood the patient meant the pain diminished when they said "whole thing was off." They also reported they had been trying to see the doctor due to the confusing way the patient was speaking.